Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/13/2016 - phone, 9/13/2016 - email, 9/15/2016 - email. The biomedical engineer troubleshot the reported fault with ge healthcare technical support. The adjustable pressure limiting valve was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 9/13/2016 - phone, 9/13/2016 - email, 9/15/2016 - email. The biomedical engineer troubleshot the reported fault with ge healthcare technical support. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the pressure would rise and not release during a case. The unit was swapped out to continue the procedure. There was no report of patient injury.